Event description:
It was reported that during inspection the scope lens were broken in couple of pieces. Backup device available. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h4: the device, which was not used during the procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have deep distal tip and fiber damage and a bent and dented outertube. The root cause is contact with another source. This failure is confirmed not originate from manufacturing, packaging, or labeling defects. No manufacturing related defects were observed.